Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. No unexpected battery alarms were noted. The device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The unit was received with cracked case at the display window corners and minor scratched lcd window.

Event description:
Customer reported a motor error alarm that occurred after a bolus delivery. Customer's blood glucose was 159 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to rewind their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.